Event description:
It was reported that the left ventricular lead experienced high stimulation threshold and diaphragmatic stimulation. Lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found. The full lead was returned for analysis. Outer insulation cosmetic environmental stress cracking and depression, lead stretched, and apparent explant damage were all noted.